Event description:
Received explanted rechargeable device from hpc stating, he was unable to reprogram or evaluate the device because of a dead battery. It was replaced with a non-rechargeable device. Patient recovered without sequelae.

Manufacturer narrative:
(B) (4)